Event description:
It was reported that the fiber stopped working at 739 joules. The procedure was completed using an alternative surgical procedure. It was noted that the fiber will not be returned to the manufacturer. There was no report of injury to the pt.

Manufacturer narrative:
(B)(4). Two additional fibers were reported under MFR report numbers 2937094-2012-01265 and 2937094-2012-01266.